Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2014. The patient was in the ICU of a nursing facility at the time of passing. The lifevest detected an arrhythmia at 22:11:24. The patient's ECG strips show an idioventricular rhythm. The lifevest delivered a defibrillation shock at 22:11:59. The post-shock rhythm was bradycardia. The lifevest detected a second arrhythmia at 22:16:49. The patient's ECG strips show asystole with CPR artifact. The lifevest delivered a second treatment at 22:18:08. The post-shock rhythm was asystole with CPR artifact. Over-sensing of small cardiac signal contributed to the false detections. The response buttons were not pressed during the entire event. The presence of CPR artifact indicates the presence of bystanders. The device was shut down at 22:51:34.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is complete. Upon receipt, both the monitor and electrode belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4)- 06/2009 (reuse). Electrode belt sn (B)(4) - 01/2011 (reuse).